Event description:
A customer reported to baxter corporate product surveillance a clearlink paclitaxel set in which a leak was observed. According to the report, chemo spilled out of the set. The oncology department utilizes a teva adapter in conjunction with baxter IV sets and this is where the disconnection occurred. This is a newly converted hospital that implemented spectrum pumps and clearlink sets this past (B)(6). The event occurred during patient use. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review could not be performed as the lot number is unknown. The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A companion sample was returned for evaluation along with a b.braun tevadapter. The luers were hand assembled, the setup was then spiked into an in-house 1000ml solution bag containing reverse osmosis water and primed. The setup was then checked for leaks and separations. The setup primed and flowed normally with no disconnections or leaks noted. The luer was also iso gauge tested and passed. The reported condition was not confirmed. The root cause was undetermined.